Event description:
It was reported that ongoing intermittent occlusion alarms occurred. The customer¿s blood glucose (bg) level was displayed as ¿high¿; however, a specific value was not provided. The customer would change the pump supplies and then administered a manual injection to address the elevated bg level and occlusions.